Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device was discarded.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The lancet device has been discarded and will not be returned for evaluation.